Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered pain, infections, depression, dyspareunia, urinary problems, recurrent stress urinary incontinence, abdominal pain and vaginal scarring.